Manufacturer narrative:
The technician replaced the cardiopulmonary resuscitation valve to resolve the issue.

Event description:
The technician alleged that the cardiopulmonary resuscitation will not engage. No patient impact.